Manufacturer narrative:
The pod was received with the cannula assembly deployed. The investigation found a tear in the exposed soft cannula. The exposed soft cannula damage prevented fluid from exiting the fluid path through the distal tip of the soft cannula. The pod data did not present any issues that would indicate a failure to deliver insulin. Therefore, the timing and cause of the observed damage, as well as whether or not it contributed to the reported event, could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 390 mg/dl while wearing the pod between 36 and 48 hours. Upon removal of the pod, that the pod's cannula was found to be bent. Symptoms reported include cramps, nausea and migraine. The patient was treated with medication for the nausea, the headache and some fluids. The patient was released three hours later. The pod was not worn when seeking medical attention.